Manufacturer narrative:
This product is expected to be returned for analysis. Once received, analysis will be performed, and a supplemental report will be issued with the product investigation results. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms, high pacing threshold measurements, loss of capture, noise, and oversensing. X-ray imaging revealed a possible lead fracture. At this time, this lead remains in service. No adverse patient effects were reported. Information received from the field indicates this rv lead has been explanted and replaced. There were no additional adverse patient effects reported. This lead is expected to be returned for laboratory analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms, high pacing threshold measurements, loss of capture, noise, and oversensing. X-ray imaging revealed a possible lead fracture. At this time, this lead remains in service. No adverse patient effects were reported. Information received from the field indicates this rv lead has been explanted and replaced. There were no additional adverse patient effects reported. This lead is expected to be returned for laboratory analysis. This lead has since been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
This product is expected to be returned for analysis. Once received, analysis will be performed, and a supplemental report will be issued with the product investigation results. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed the whole lead was returned. The helix was retracted, and there was dried blood/tissue within the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed the outer conductor coil had a break approximately 22.8 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded the clinical observations of high out-of-range impedance measurements, high pacing threshold measurements, loss of capture, noise, and oversensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms, high pacing threshold measurements, loss of capture, noise, and oversensing. X-ray imaging revealed a possible lead fracture. At this time, this lead remains in service. No adverse patient effects were reported.